Manufacturer narrative:
The reported events of lead fracture, oversensing noise, high pacing impedance and inadequate capture were confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examinations found the lead body was bent and all filars of the inner coil were fractured distal to the suture sleeve tie impression. Scanning electron microscope evaluation was performed and verified that all filars of the inner coil were fractured. The cause of the reported events was due to the fractured inner coil.

Event description:
It was reported that non sustained right ventricular oversensing, a significant increase in pacing impedance and high capture thresholds were observed on the right ventricular (rv) lead. A rv lead fracture was confirmed. The rv lead was explanted and replaced. The patient was stable.

Event description:
New information received notes the oversensing was due to noise caused by the right ventricular (rv) lead fracture which was confirmed visually upon extraction.